Event description:
The iab was inserted into the patient on 9/25/96. On 9/26/96 after iabp for about four days, blood was noted in the catheter tubing and the iab was removed by the dr. No second was inserted because the patient vital signs remained stable. The iab was not returned to datascope for evaluation. The iab was not released by the facility. On 10/31/96, datascope was notified by the contact in the risk management department at the facility that the iab was available to be released for evaluation. On 10/21/96, datascope received the mandatory medwatch form from the user facility; uf/dist report number: 342303000-1996-26). On 1/27/97 datascope was notified that the iab would not be released by the facility. Event complications: none from the event - reported 10/16/96. Patient's current status: stable - rpt'd 10/16/96.

Manufacturer narrative:
Device label code for f10. Position 1 & 2: 1738.